Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), approximately one year and one month post tpvr valve in valve (viv) procedure, the 26mm sapien 3 valve was found to be thrombosed/stenosed. The s3 valve had been implanted in a stenosed 27mm sorin bioprosthesis in pulmonic position. The plan was to dilate/crack the valve, and place either a 26 or 29 mm sapien 3 valve if needed. Per the medical records reviewed, 10 months after the viv procedure the patient was admitted in the ICU due to covid 19, requiring high flow oxygen and bipap. It was not certain if the patient was treated with dexamethasone or remdesivir. Since then the patient's condition improved gradually, needing oxygen therapy at home due to living at a high altitude. However, the patient complained of dyspnea on exertion without exertional chest pain. An echocardiogram done showed that the pulmonary mean gradient pulmonary had increased from 11 mmhg post viv implant to 34.8 mmhg with mild insufficiency. The lvef on echo was 65 percent. Approximately one year and one month post implant of the s3 valve, the patient was admitted with pulmonary conduit stenosis for a right heart cardiac catheterization and tpvr procedure. Per medical opinion, the patient history of increased inflammation with multiple flares treated with prednisone may have caused the 'pulmonic valve (pv) to wear out quicker' than normal, although they 'have no data to suggests that this happens'. The patient was recommended to decrease the inflammation as much as possible medically to help preserve the replaced pv. Additional information was not provided on the medical records received.

Manufacturer narrative:
Correction to h6 due to additional information added. Per the instruction for use (IFU), valve thrombosis and valve stenosis are potential risks associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the prosthetic valve thrombosis cannot be confirmed. It is possible that patient factors may have contributed to this event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.